Manufacturer narrative:
The customer reported an increase in positive results when using architect sars-cov-2 igg reagent lot 17040fn00. Further testing identified 19 samples which are positive when tested with reagent lots 16347fn00, 17040fn00 and 18115fn00 across two instruments (isr07201 and isr07216) compared to negative results on the customers in house elisa (igg, spike) assay. 10 of the samples were also negative on the roche assay another nucleocapsid based test detecting igg (as well as potentially igm and iga). The samples tested are from hospital employees screened for antibodies. A direct comparison should not be made between the architect sars-cov-2 igg assay and the in-house elisa assay used by the customer. The architect sars-cov-2 igg is designed to detect immunoglobulin class g (igg) antibodies to the nucleocapsid protein of sars-cov-2 whereas the elisa assay is designed to detect a specific domain of the spike protein of sars-cov-2. Per product labeling a study was performed using 1070 serum and plasma specimens from subjects assumed to be negative for sars-cov-2. Of the 1070 specimens, 997 specimens were collected prior to september 2019 (pre-covid-19 outbreak). An additional 73 specimens were collected in 2020 from subjects who were exhibiting signs of respiratory illness but tested negative for sars-cov-2 by a pcr method. The total negative percent agreement (npa) is 99.63% (95% ci: 99.05, 99.90). Additionally, review of the manuscript bryan et al. 2020. Performance characteristics of the abbott architect sars-cov-2 igg assay and seroprevalence in boise, idaho. J. Clin. Microbiol, doi: 10.1128/jcm.00941-20, showed sensitivity data consistent with product labeling. 1,020 serum specimens collected prior to sars-cov-2 circulation in the united states was tested where one false positive was found, indicating a specificity of 99.90%. The product package insert advises that results should be used in conjunction with other data; e.g., symptoms, results of other tests, and clinical impressions. Results from antibody testing should not be used as the sole basis to diagnose or exclude sars-cov-2 infection or to inform infection status. The complaint investigation for falsely positive results included a search for similar complaints, and the review of complaint text, trending data, labeling, scientific literature and device history records. Return testing was not possible as returns were not available. In-house sensitivity and specificity testing for reagent lots 16347fn00 and 18115fn00 was completed. Testing was not completed for lot 17040fn00 as the lot has expired, however this lot performed similarly to the other two lots. A review of the customers data and field data reports were performed, and no trends were identified. The review showed that the architect initial and repeat positive results obtained for the 19 samples were consistent across instruments (isr07201 and isr07216), reagent lots (16347fn00, 17040fn00 and 18115fn00) and time (initial test 10 to 25 june 2020; retest on 9 july 2020). The read profiles of the 19 samples appear normal. The calibrations performed on both instruments appear normal. The control results did not align with the positive result trend; no change was observed with the negative control for the likely cause lots compared to previous lots and for the positive control, results were slightly lower with the likely cause lots compared to previous lots. Reagent lot comparison on both instruments did not align with the reported increase in false positive results; for positive patient results, the likely cause lots had lower medians compared to previous lots. It was observed that the likely cause lots run lower at the customer site compared to previous lots with the exception of lot 18115fn00 which only has a limited number of results. Review of the likely cause lots in terms of rest of world (row) testing shows that the likely cause lots have a similar result profile compared to other lots on the market. Also, a review of swedens performance compared to other countries was performed which showed that the results distribution for sweden is similar to norway, france, italy, UK and spain. Customer release testing (crt) results for the likely cause lots are well within limits, but it was observed that the likely cause lots are running slightly lower than previous lots which does not align with the reported increase in false positive results. The customer tested 5184 patient samples across the 3 reagent lots (16347fn00, 17040fn00 and 18115fn00) with 187 positive results obtained. The customer complained about 19 patient samples for which 56 positive results in total were obtained across all 19 samples using the 3 reagent lots. The customers specificity in terms of the false positive results obtained for the 19 patient samples is 99.6% and the specificity in terms of the total number of false positive results obtained across all 3 lots is 98.92%. The customers specificity for the lots is below the 95% confidence interval of 99.05, 99.90 for the assay, however no pcr data was provided, and it is unknown if all the results are false positive. Device history record review for lots 16347fn00, 17040fn00 and 18115fn00 did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. In-house sensitivity and specificity testing for reagent lots 16347fn00 and 18115fn00 was completed using a retained sample of the complaint lots stored at the recommended storage condition. All validity and acceptance criteria were met indicating that the lot are performing acceptably. The current complaints from the customer in sweden and one from russia are the only complaints associated with alleged false positive results, which indicates that there is no product issue. As part of evaluating the consistency of sars-cov-2 igg lots, abbott has conducted comparison studies using a third party manufactured sample set (seracare sars-cov-2 performance panel). This provided a basis for comparison with the roche cobas anti-sars-cov-2 assay, another nucleocapsid based test capable of detecting igg (as well as potentially igm and iga). Testing was performed using five different abbott lots with comparative results showing good lot-to-lot consistency, with the abbott igg assay correctly identifying 10 of 10 positive panel members. The negative panel member tested as negative on all abbott lots. In comparison, the roche assay detected 9 of 10 positive panel members (roche testing performed by seracare). Based on the investigation, architect sars-cov-2 igg reagent lots 16347fn00, 17040fn00 and 18115fn00 is performing as intended, no systemic issue or deficiency was identified.

Manufacturer narrative:
There was no further patient information provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6r90-32 that has a similar product distributed in the us, list number 6r90-20/30.

Event description:
The customer observed false negative alinity I sars-cov-2 igg results on one (B)(6) year old patient. The results were provided: on (B)(6) 2020 two sars pcr result=positive/ 15days later sars pcr=negative/ on (B)(6) 2020 sid (B)(6) initial sars-cov-2 igg result=1.27 s/co /repeated in duplicate=1.29 s/co and 1.31 s/co (< 1.4 s/co=negative)/pcr =negative/liaison s1/s2 neutralization test=82 (cutoff=15)/ repeated extraction on (B)(6) 2020 alinity=1.27 s/co (negative)/liaison s1/s2 assay=79. There was no reported impact to patient management.